Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to login in station MRI and displayed an error "a fatal error has occurred on the underlying data source". The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station fatal error had occurred on the underlying data source when logging into pyxis. A technical support specialist (tss) stated that the field service engineer had reimaged the MRI pyxis. The tss checked the issue, and the error was cleared; however, the database size was over 10gb, so tss dropped the database and initiated synchronization. The tss connected to the server and followed knowledge article (purge process fails due to duplicate entry in encounter or patient purgeable tables.) To resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.